Manufacturer narrative:
The MFR issued a recall notification to the identified customers who received the affected products. Additionally, the MFR notified the FDA (B)(4) district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On 03/17/2015, the voluntary recall was initiated. A mfg review was conducted. The lot met all release criteria. The device was returned partially primed. The arrow was not visible but the cannula was retracted while the stylet was fully exposed. The rotational knob was twisted in an attempt to fully prime the device; however, this was not successful. The device was disassembled and the cannula hub and stylet tangs were found to be broken. Based on these results, the investigation is confirmed for failure to prime and confirmed for break. The issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy procedure three devices would not prime, and it sounded like a plastic internal part broke off. A fourth device was used to perform the procedure. There was no pt involvement.